Event description:
Customer reported that the insulin pump was washed in the washing machine and moisture was visible on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 162 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with traces of corrosion at the electronic and motor assemblies. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.